Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the irritation. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400, 17845-5a-aw rev b 09/17. Changing your pod: chapter 3 / page 23. Warnings: do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin. If you are a first-time omnipod system user, your omnipod system trainer will guide you through the steps for initializing and applying your first pod. Do not attempt to apply or use a pod until you have been trained by your omnipod system trainer. Use of the system with inadequate training or improper setup could put your health and safety at risk. Living with diabetes: chapter 11 / page 115. Infusion site checks: at least once a day, use the pod's viewing window to inspect the infusion site. Check the site for: leakage or scent of insulin, which may indicate the cannula has dislodged, signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
Patient was wearing the pod for 36 to 48 hours on the leg. The site was irritated, red, swollen, bruised, and painful. Her blood glucose also reached 360mg/dl. Patient had seen the doctor and was prescribed medication.

Manufacturer narrative:
The returned device was evaluated. The cannula assembly, adhesive pad, and bottom housing were inspected and no defects or abnormalities were observed. Investigation results found no other evidence of any damages or manufacturing deficiencies that would cause irritation at the infusion site. The exact cause of the reported event could not be conclusively determined.